Event description:
It was reported that short interval count (sic) was noted to be 3751 since past follow up a year ago. The device is in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that short interval count (sic) was noted to be 3751 since past follow up a year ago. The device is in use. No patient complications have been reported as a result of this event. The lead was later explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. 9 - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(6) 2010 06:46:59 and (B)(6) 2010 21:47:18. Ventricular short interval count v-sic=81.0 counts avg/day, in 125 days, between (B)(6) 2010 10:21:58 and (B)(6) 2010 08:24:12. No anomalies found, however there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression; proximal segment returned and analyzed.